Event description:
It was reported that the patient had recent breakthrough seizures, so the vns settings were increased. The patient has also been referred for prophylactic generator replacement. Attempts for additional information have been made; no additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient underwent generator replacement surgery. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.